Event description:
Hill-rom received a report from a hill-rom tech stating the left foot siderail was not latching. The bed was located in ICU at the account on the 9th floor. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found siderail center arm broken causing the siderail not to latch. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the center arm to resolve the issue. Based on this info, no further action is required.